Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient underwent trauma suturing using suture during the operation. The patient came to the hospital the next day to change dressing and found that the sutures were broken. As both the subcutaneous and endothelial layers had been sutured and the skin flaps were aligned neatly, no treatment was given. Later, the wound was closely observed and healed well. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -what is the current status of the patient? --stable. -did the reported issue contribute to any patient adverse consequences? --no. -please confirm: was any re-suturing required or other medial invention when the patient came back to the hospital the day after the initial procedure? ¿no. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, additional information received: received information as following from sales rep via phone today. The event date should update to be 04-nov-2025. Corrected data: b3: event date updated.